Event description:
It was reported that the right ventricular lead sustained rib clavicular crush damage which resulted in loss of capture. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.